Manufacturer narrative:
Result: malfunctioning cpu board and stripped out lift motor coupler hindered head-end lift electrical functions.

Event description:
It was reported by service report that the head-end lift was stuck in high height, and the head-end up/down motions was not working. No patient involvement or adverse consequences were reported.